Event description:
Issue description: prior to implant procedure, when the physician made shape form, the sheath got slit. The physician commented it was too easy to deform. Event date: (B)(6)2011 alert date: (B)(6) 2011 patient status: no effect product status: return hospital/clinic: (B)(6) hospital related products: n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).